Manufacturer narrative:
The root cause of the delivery issues was determined to be patient condition as the physician stated that patient anatomy was the reason the impella 5.0 was unable to advance. No product or data was returned for this investigation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was being implanted with an impella 5.0 for mechanical circulatory support. It was reported the impella 5.0 was unable to be inserted. According to the physicians the patient's vessel size was too small for the 5.0 to advance. An impella cp was used instead and the case continued as planned. There was no reported patient harm.